Manufacturer narrative:
On (B)(6), 2011, abbott vascular voluntarily recalled this guide wire accessory kit w/ copilot in the us due to this lot being processed through ethylene oxide (eto) sterilization with additional plastic material covering the pallet, which is not consistent with our validation packaging configuration for eto sterilization. Correction removal evaluation was initiated on (B)(6), 2011, which determined to recall the affected product. Additionally, corrective and preventive action (CAPA) was initiated on (B)(6), 2011, to further investigate the additional material on the pallets during sterilization. All further investigation and any corrective actions will be documented in the CAPA. Product performance engineering will monitor the incident circumstances. (B)(4).

Event description:
Abbott vascular internally discovered that one lot was processed through ethylene oxide (eto) sterilization with additional plastic material covering the pallet, which is not consistent with our validated packaging configuration for eto sterilization. While the product was submitted to the full sterilization cycle and there are no other product performance concerns, abbott vascular has decided to recall the affected lot to insure that only the highest quality devices are available to customers and patients. This recall was initiated on friday, (B)(6) 2011. One (1) customer account was immediately contacted via phone and sales representative personally visited the account. Return goods notice was submitted for the unit and the recalled unit from the us customer was reconciled at abbott vascular. (B)(4).

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. The z number has not yet been received. The internal recall number is #2024168-01/7/11-001-r